Manufacturer narrative:
Concomitant products: 419388 lead, implanted (B)(6) 2004; 456853 lead, implanted (B)(6) 1999.

Event description:
It was reported that the patient experienced shortness of breath. The right atrial (ra) lead exhibited low impedances and a polarity switch had occurred. The right atrial (ra) lead was reprogrammed. In addition, the physician believed that the right ventricular (rv) lead was oversensing the ra lead, and reprogramming was performed to reduce rv sensitivity. The leads remain in use. No patient complications have been reported as a result of this event.